Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger. Product ID 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received the replacements but was having trouble. Patient would get cannot locate device even when the controller was 80% charged and the implant was charged. During the call patient got stuck at checking the recharger. Patient cleaned the controller charging port and recharger pins. Patient plugged the recharger and controller was at 80% and implant was at 100%. Agent redirected patient to their hcp to address the issue. Agent also emailed representatives for visibility to unpair and repair the controller. Agent closed case.